Event description:
Philips received information the operator had positioned a patient on the imaging couch to perform a cardiac spect scan when a system warning message appeared on the system which halted the system motion in a controlled fashion. The operator removed the patient from the imaging couch and took them to another system to have their patient scan performed. Although the customer site had a patient on the imaging couch, there is no report of injury as a result of the reported event occurring at the customer site.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Manufacturer narrative:
(B)(4) on (B)(6) 2013, it was reported to philips that on (B)(6) 2013, the customer heard a popping sound coming from detector 2 on the brightview x system. A warning message appeared on the system and system motion was halted. The patient was removed from the couch in a controlled fashion and imaged on another scanner. The field service engineer (fse) went onsite to evaluate the system and determined that the lead radius ball screw had broken. The fse returned the part to cleveland engineering and the part was then sent out for a third party failure analysis. The fracture faces of the ball screw were badly damaged, apparently by hammering to achieve disassembly after failure. A shallow re-hardened zone and a worn groove at the radius where the fracture initiated indicated that the shaft had generated frictional heat by rubbing against another component, possibly a thrust bearing. Thus, incorrect assembly or misalignment might also have contributed to the failure. There is potential for the detector to drift down and come into contact with the patient and result in serious injury to the patient. The radius lead screw was returned to philips engineering for evaluation. The part was sent out for failure analysis by element materials technology. Below is the summary failure analysis summary from element materials technology: the shaft failed through mechanical fatigue which initiated in the radius between the keyed shaft and the ball race. The ball race had been induction hardened, and a subsequent induction hardening step had been applied to the transition zone from shaft to ball race. The microstructure in this second induction hardened zone consisted of bainite and ferrite, indicating that it was not fully austentized and may have received no water quench. The mixed structure¿s mechanical fatigue resistance would probably not be superior to that of the original ferrite and pearlite. A product safety committee was convened to address the risk via health hazard evaluation (hhe). Engineering found this issue to be of acceptable risk. The fse went onsite to evaluate the system and noticed an auto-calibration warning message. The fse inspected the system and found that the lead radius screw was broken preventing the brightview x system from operating. The fse ordered and replaced the radius lead screw followed by system alignment and calibration. The root cause of the radius lead screw failure as determined by element materials technology was fatigue failure. The probable root cause of the fatigue failure was misalignment of the screw.